Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist system. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿

Event description:
The complainant reported the 55-year-old male patient was on impella 5.5 support due to st elevated myocardial infarction (stemi). While on support, there were issues with flows due to a small left ventricle. The pump was running at p4 and the patient was receiving fluid which helped with flows. The impella was positioned against mitral apparatus and doctor was unable to reposition it away from wall. Additionally, the patient was cardioverted out of atrial fibrillation (afib)/ rapid ventricular response (rvr). The pump was successfully explanted after four days of support.

Manufacturer narrative:
The investigation for the reported low pump flow, atrial arrhythmia, and positioning issues has been completed. Product was not returned for investigation. Data logs were reviewed when investigating the low pump flows, and there was only one positioning alarm throughout the entire case and it occurred on the second to last day of support, so it was not related to the complication reported at case start. Clinical details provided also report that the patient had a clearly small lv and that any attempts to reposition the pump did not prevent contact with the heart wall/mitral apparatus. Based on clinical details provided and data logs, the root cause of the positioning issues was determined to be patient condition. There are 13 suction alarms triggered. Additionally, the ps appears relatively noisy. That being said, there are no motor current spikes that don't align with p-level changes, and there is only one positioning alarm throughout the entire case and it occurs on the second to last day of support. Throughout the case, pump flows are rarely below the minimum specification for the p-level that the pump is running at. However, for the majority of the case, pump flows are fluctuating and variable even if p-level is being held constant for a matter of days or hours. Clinical details report that the patient had a relatively small lv and this was believed to be the reason for what they considered were low flows. Finally, it was reported that the patient was being given fluid which helped improve flows. The pump was not returned for investigation. Based on clinical details provided and data log review, the root cause of the low pump flows was determined to most likely be patient condition. The root cause of the atrial arrhythmia could not be determined without additional clinical details.